Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-48c, primary tritanium hemi cluster hole cup 48mm, lot code: 9j2jw3 . Cat. No.: 626-00-36c, modular dual mobility insert, lot code: 43514703 . Cat. No.: 6720-0230, size 2 accolade ii 132 deg, lot code: 48327601 . Cat. No.: 1236-2-242, restoration adm x3 ins, lot code: 296552 . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Still implanted.

Event description:
Patient's daughter called in reference to a recall notice from the surgeon of which he actually sent post op notes with lot numbers. Patient in a lot of pain in the right hip area, has made no appointment at this time.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient's daughter called in reference to a recall notice from the surgeon of which he actually sent post op notes with lot numbers. Patient in a lot of pain in the right hip area, has made no appointment at this time.